Event description:
A customer reported experiencing a power source alert 07 with their device, leading to a shutdown alarm 12 and subsequent shutdown of the pump. There was no adverse impact on the customer's blood glucose level during this incident. Technical support advised the customer to connect the device using tandem charging supplies and to allow it to charge for at least 30 consecutive minutes. They also informed the customer that shutdowns reset certain pump settings and provided guidance on restarting the cgm sessions. The customer understood the instructions, and the pump is now operating normally.